Event description:
Reported events of "intractable gastrointestinal symptoms" as stated in journal article, "conversion of failed laparoscopic gastric banding to gastric bypass as safe and effective as primary gastric bypass in morbidly obese patients". Wouter w. Te riele, md, et al, surgery for obesity and related diseases 4 (2008) 735-739. Although the manufacturer of the device is unknown, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: 29/dec/08. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Although the manufacturer of the device is unknown, it is allergan's approach to compliance to resolve all doubt in favor of reporting. Intolerance is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: "complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure, and the patient's degree of intolerance to any foreign object implanted in the body."